Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that difficulty in catheter removal occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex (lcx) artery. An opticross¿ imaging catheter was selected for use. During percutaneous coronary intervention. The device has difficulty removal due to resistance met at the tip of the non bsc guiding catheter. The device was simply removed. However, the guidewire port was lifted. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed a damage was observed on the guidewire exit hole port assembly. No other visual damages were encountered upon visual inspection. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced and it did not present any issue during pullback testing. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that difficulty in catheter removal occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex (lcx) artery. An opticross imaging catheter was selected for use. During percutaneous coronary intervention. The device has difficulty removal due to resistance met at the tip of the non bsc guiding catheter. The device was simply removed. However, the guidewire port was lifted. The procedure was completed with a different device. No patient complications were reported.